Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometritis. In (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vulvovaginitis ("bacterial vaginitis") and migraine ("migraines\ headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain "). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (essure removal & tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, dyspareunia, bacterial vulvovaginitis, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain ,dysmenorrhea, general abnormal bleed,vaginal infection,vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Lot number:626100 manufacturing date:2007/10 expiration date:2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event weight gain was added. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometritis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vulvovaginitis ("bacterial vaginitis") and migraine ("migraines\ headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (essure removal & tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, dyspareunia, bacterial vulvovaginitis and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, general abnormal bleed, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: lab test was added. Lot no. Was added. Reporters were added. New events- abnormal bleeding (vaginal, menorrhagia), depression, migraine\headaches, bacterial vaginitis, dyspareunia, were added. & one event was updated from psyche problem to mental anguish. Treatment drug were added. Historical condition was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal & tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, dysmenorrhea, general abnormal bleed, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury" was updated to new events pelvic pain,abdominal pain ,dysmenorrhea (cramping),general abnormal bleed,psych injury, vaginal infection, vaginal discharge. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometritis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vulvovaginitis ("bacterial vaginitis") and migraine ("migraines\ headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), sertraline hydrochloride (zoloft) and surgery (essure removal & tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and vaginal discharge had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, dyspareunia, bacterial vulvovaginitis and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain ,dysmenorrhea, general abnormal bleed,vaginal infection,vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Imaging procedure: on (B)(6) 2008: bilateral occlusion. Lot number: 626100, manufacturing date: 2007/10, expiration date: 2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.